Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board, black cable and the dc motor adaptor replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board, black cable and dc motor adaptor replaced.

Event description:
A request has been made to upgrade the testing unit to latest configuration.